Event description:
The pump was returned to the manufacturer with no return paperwork. The device underwent routine analysis. The device system was used to deliver dilaudid and baclofen.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed s2 battery resistance high; the battery resistance waveform test showed a high resistance of 1044 ohms.